Event description:
It was reported that: after completing the sentinel node portion of the surgery, the c-track probe was handed off the field. Upon removing the probe cover, it was discovered that both the probe and the inside of the cover had blood on them, indicating a leak despite no visible hole. The wound classification was changed to "contaminated," and the operating room clinician and surgeon were informed of the incident. No patient injuries, infections, or complications were reported.